Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown orthopedic joint procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture seemed not to have any barbs on it and was not "catching" while suturing. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.